Manufacturer narrative:
Reliability analysis: inspected 1 opened/used enlite sensors and performed bicarbonate buffer test per. Sensors failed for high readings.

Event description:
It was reported the customer received a bad sensor alert on their insulin pump. Customer's blood glucose was 129 mg/dl. Customer also stated they received a change sensor alarm. No additional information provided.